Event description:
Same case as MFR report #: 2134265-2012-02139. It was reported that following a stenting treatment procedure, the patient died. The patient presented with a myocardial infarction and a thrombectomy was performed. A staged stenting procedure was then scheduled over the next two days. Using the femoral approach, the first procedure treated the de novo, 100% stenosed, 2.7x28mm target lesion located in the mid left anterior descending (lad) artery. There was no vessel tortuousity or calcification. A 2.75x32mm taxus element stent was implanted in the mid lad and the next day a 2.75x12mm taxus element was implanted in the distal lad. The patient was discharged in stable condition. In (B)(6) 2012, the patient complained of chest pain and breathlessness and was rushed to the hospital but was declared dead on arrival.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).